Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the preparation of the rebar 18 microcatheter on the operating table, a crack was observed at the distal tip; it was not used and did not come into contact with the patient. Upon examination, the area was irrigated with saline solution, revealing the crack.  There was no patient involvement. The patient was undergoing surgery for treatment of a cerebral aneurysm. It was noted the patient's vessel tortuosity was normal. Access vessel diameter was 4.3 mm. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).